Event description:
The customer stated they received three axsym folate reagent packs and the caps did not open as expected causing a probe crash to occur. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.